Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the product surveillance registry (psr) mechanical circulatory support (mcs) therapy base. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with respiratory failure in the setting of multi-organ failure. The patient experienced increasing hypoxia and hypercapnia, and reintubation was required. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction and multi-organ failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a pulmonary infection event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with respiratory failure in the setting of multiorgan failure. The patient experienced increasing hypoxia, hypercapnia and reintubation was required. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Corrected sections: - b2 outcome attributed to adverse event: corrected to check off ¿death¿ - b2 date of death: corrected to include date "(B)(6) 2021" - b5 desc evt problem: corrected to include additional adverse event experienced by the patient, including death - h1 type of reportable event: corrected to "death" - h6 patient codes (ime/annex e), imf (annex f) health impact: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with respiratory failure in the setting of multi-organ failure. The patient experienced increasing hypoxia and hypercapnia, and reintubation was required. It was further reported that approximately six days prior to the patient having respiratory failure, the patient had progredient hepatic dysfunction ¿in the setting of multiorgan failure¿ (mof). The patient also had recurrent ascites which subsequently required puncture. Of note, the patient had deranged hemostasis and coagulopathy. The patient subsequently expired approximately ten days after these symptoms. The official cause of death was not provided. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, hepatic dysfunction, and multi-organ failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a pulmonary infection event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately six days prior to the patient having respiratory failure, the patient had progredient hepatic dysfunction ¿in the setting of multiorgan failure¿ (mof). The patient also had recurrent ascites which subsequently required puncture. Of note, the patient had deranged hemostasis and coagulopathy. The patient subsequently expired approximately ten days after these symptoms. The official cause of death was not provided.